Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery, and the load process. Customer's blood glucose level was 298 mg/dl, which was addressed with a bolus delivery via the pump. Reportedly, the customer reverted to manual insulin injections for insulin therapy.